Event description:
The customer reported a flame-up inside the pt's mouth during a tonsillectomy procedure which occurred on 12/27/97. The extent of the injury was not known at the time. On 2/18/97 it was learned the pt needed to return to the operating room to cauterize bleeding.